Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, partial or complete lack of mobility, component loosening, and metallosis. It was further reported that a revision procedure was performed on (B)(6) 2012 and (B)(6) 2012. A review of invoice history indicates the head and taper adapter were removed during the (B)(6) 2012 procedure. A review of invoice history further indicates modular head, acetabular cup and stem were removed and replaced during the (B)(6) 2012 procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 5 of mdrs filed for the same event (reference 1825034-2014-02068 / 02070 and 02075 / 02076

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6), 2008. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, partial or complete lack of mobility, component loosening and metallosis. Legal counsel further alleged that revision procedures were performed on (B)(6), 2012. A review of invoice history indicates the modular head and taper adapter were removed and cables were implanted during the (B)(6), 2012 procedure. A review of invoice history further indicates that all components were removed and replaced during the (B)(6), 2012 procedure. Additional information received in revision operative notes from the procedure on (B)(6), 2012 indicates the patient fell on an unknown date and the acetabular cup was noted to be loose. During the revision procedure, the taper adapter and femoral stem were cold-welded. Attempt to remove the stem was aborted due to the stem being well ingrown. The acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head. Additional information received in revision operative notes from the procedure on (B)(6), 2012 indicates that a complete revision procedure was being performed by a different surgeon due to the complicated nature of removing a well fixed stem. All components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.